Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be responding appropriately to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim with a red tint.

Event description:
The patient reported that for the last month, the ok button has been requiring several presses for a response. The patient reportedly wore the pump under garment and did not clean the pump.